Event description:
The diagonal lesion was pre-dilated and a 2.25 x 13mm cypher stent did not cross the lesion. The lesion was calcified and excessive force was applied during insertion. Upon removal of the stent delivery system the distal edge of the stent was flared. There was speculation that the calcium caused the stent to flare. The procedure was completed with a 2.5 x 15mm xience stent.

Manufacturer narrative:
Information received from a sales representative indicated that a 2.25mm x 13mm cypher stent failed to cross a lesion and went the stent was removed from the patient the distal struts of the stent were noticed to be flared. The target lesion was a diagonal. The lesion was described as calcified and excessive force was applied to deliver the stent to the lesion. The lesion was pre-dilated prior to attempting to deliver the stent. According to the sales representative there was speculation that the calcium caused the stent to flare. The procedure was completed with a 2.5 x 15mm xience stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the product the reported customer complaint of strut up-lift could not be confirmed. Review of the information provided suggests that vessel/lesion characteristics may have contributed to the reported event. There is no indication that a design or manufacturing issue exists therefore no corrective action is needed.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.